Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported a false repeat reactive alinity I hiv ag/ab combo result on a patient. The following results were reported: sid (B)(6)= 17.22 / 4.58 / 0.07 / 0.06 s/co no impact to patient management was reported.

Event description:
The customer reported a false repeat reactive alinity I hiv ag/ab combo result on a patient. The following results were reported: sid (B)(6) = 17.22 / 4.58 / 0.07 / 0.06 s/co no impact to patient management was reported.

Manufacturer narrative:
The customer replaced the alinity pipettor probes. Part replacement resolved the issue. The alinity pipettor probes were determined to be the cause of the result issue. No additional result issues have been reported since the parts were replaced. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the alinity pipettor probes, was identified.